Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c21 - device is still pending to be returned. Results pending completion of device analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat a zone-9-infrarenal aneurysm utilizing gore® excluder® conformable aaa endoprosthesis. During the procedure after the first stage was deployed, the physician repositioned the device, constrained and repositioned/reopened the device, however physician was not satisfied with position of device. The physician then constrained the device for a second time, and the device would not open up. A wire was observed wrapped around the constraining knob, inside the handle. Fsa believes it was wire 2. Fsa opened up hatch to see if that wire was still in the hatch, and it still was. As wire was still in the hatch, the deployment handle was then used to open the graft. No further issues were reported. The device was successfully implanted. Patient tolerated the procedure. No further patient information is available. The delivery catheter will be returned for further evaluation.

Manufacturer narrative:
Updated section g3/g4, and h10. Device was returned, and a product evaluation was performed. Product evaluation summary provided the following information: · the constraining loop wire was buckled within the handle of the constraining mechanism, which would prevent the proximal end of the graft from fully opening. · no other abnormalities were identified with the returned components of the device. Based on the findings from the evaluation, they reported observation that ¿the physician then constrained the device for a second time, and the device would not open up¿ was confirmed; however, the cause of the buckling could not be determined with the available information. No evidence of a manufacturing deficiency was identified; therefore, no CAPA request will be initiated per engineering evaluation task (md145952). This type of event will continue to be monitored by procedure for event trending, analysis, and review (md20424). Section e: initial reporter-e-mail shows as (B)(6). This e-mail contact is incorrect. No e-mail is known for initial reporter.

Manufacturer narrative:
Updated section e-initial reporter phone number updated section g3/g4 updated section h1/h2-addiitonal information checked off, and h10.